Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and was subsequently hospitalized. Blood glucose level not provided. Reportedly, the cause was unknown, however it was mentioned that it could be related to covid-19. Tandem technical support made multiple follow up attempts to follow up with the customer, however, no response received.